Event description:
On (B)(6) 2015, the operating room tech at the (B)(6) hosp reported loud noises coming from the trufreeze device. The first two sprays were uneventful. On the 3rd spray, an increased delivery of liquid nitrogen from the catheter was observed. Site decided to discontinue use of the device at that time.